Manufacturer narrative:
(B)(4). Approximate age of device - 2 years, 1 month. The device was returned for analysis. Evaluation is not complete. No further information was provided. A supplemental report will be submitted when the device analysis is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient was diagnosed with a pseudomonas driveline infection on an unspecified date. The patient has been on chronic antibiotic therapy. The patient underwent an lvad exchange with the driveline exit site moved to the left side of the abdomen. No additional information was provided.

Manufacturer narrative:
The pump was returned for evaluation. No device-related issues were identified through the evaluation. A direct correlation between the device and the reported infection could not be determined. The instructions for use lists infection as a potential adverse event associated with the use of the heartmate ii left ventricular assist system. The pump was returned assembled with the percutaneous lead (driveline) cut approximately 4.25 inches from the pump housing; a 33.75 inch section of the distal portion of the driveline was also returned. The inflow conduit (inlet tube, flex section, and inlet elbow), the outflow graft, and the outflow graft bend relief were not returned. The outflow elbow was returned attached to the pump¿s outlet port. Evaluation of the outflow elbow revealed no evidence of depositions or thrombus formations. Visual examination of the pump¿s blood-contacting surfaces upon disassembly of the pump also revealed no evidence of adhered depositions or developed thrombus formations. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was cleaned, reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process, and the device functioned as intended. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.